Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The malfunction in the initial medwatch was not alleged; the customer returned unopened product. The breaking of the device was reported on medwatch 9614641-2022-00236 with patient identifier (B)(6). Refer to this file for supplemental information related to that event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing is in progress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer suspected the tip of the subject device was broken, after multiple other devices from the same batch failed during use. The device was sent to olympus, unopened and in its original packaging for evaluation. There was no harm or user injury reported due to the event. The devices that previously failed during use were reported on medwatch 9614641-2022-00236 with patient identifier (B)(6) and medwatch 9614641-2022-00235 with patient identifier (B)(6).